Event description:
It was reported that the handpiece overheated during a routine maintenance visit and in a non-sterile environment. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with rotor bearings and roller bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.